Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eg29-i10. In the event reported, it was stated that there was no video/error msg, scope not conn. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: customer complaint not duplicated; passed dry leak test; umbilical cable dent; passed wet leak test; pve electrical connector frame mild corrosion. The device was repaired and returned to the use on delivery # (B)(4). Repairs performed: cleaning and disinfection; angulation adjustment; video image calibration a review of the service history indicates the device was routinely serviced at a pentax facility. On 13-oct-2021, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 30may2016 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.